Event description:
Ross products division (rpd) rec'd a medwatch from FDA in 2005 reporting an over-delivery for a male pt, using the patrol pump with a patrol easy feed pump set. Feeding rate was set at 60 ml/hr with 300 ml volume in the feeding container. Pt was transported to cardiology for an echocardiogram. Rpd assumes feeding set was correctly installed in pump and was functional prior to transport of pt. When pt returned, nurse noticed that bag was empty and feeding set was removed from pump. Pump and feeding set were taken to user facility's biomedical department where the safe-t-valve on feeding set was found separated from and slid down on tubing keeping it from pinching tubing to prevent free flow. It was not reported why feeding set was removed from pump or how and when the safe-t-valve was broken. The amount of over-delivery and time frame for over-delivery were not reported. User facility's biomed thoroughly tested pump the following day and all results were found to be within manufacturer's specification. No info was provided to indicate a reportable event had occurred. Pump and pump set were returned and rec'd by rpd in 2006. Rpd lab eval dated 1/2006. The pump was tested and found to operate within specification. Complaint against pump could not be confirmed. However, pump set safe-t-valve failed to close when set was removed from rotor allowing product to free flow. Safe-t-valve stretch band was found to have broken free from the adhesive. Causing stretch band to slide down tubing toward distal end. Rpd lab confirmation of pump set complaint is considered a reportable malfunction.